Event description:
Per the clinic, the patient experienced poor retention of the device due to thick soft tissue over the implant site. Subsequently, the patient underwent skin revision surgery (specific date not reported) involving excision of the skin; however, the issue could not be resolved. The device was subsequently explanted (specific date not reported). It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but it has not been made available as of the date of this.